Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges, pt has suffered serious injury and harm, including continued localized soreness. If is also alleged that pt also reports reoccurring instances when the joint locks up, causing complete lack of mobility.